Event description:
Allegedly component fractured requiring revision surgery. Original surgery in 2004.

Manufacturer narrative:
Additional information received: catalog number, lot number, expiration date, implant date. User facility, contact name.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01350, 01351.